Event description:
03/14/89 - pt underwent revision of left hip from 26mm x 45mm centrax, to an uncemented pca and 2 piece cup. 1992 - continuous persistent pain with a suspected femoral loosening necessitated revision. During revision (11/16/92) purulent white fluid was discovered suggesting infection. The acetabular component was grossly loose and easily removed. Femoral component was well fixed. Pt was closed and treated with antibiotics for 6 weeks. Following on 12/21/92, biomet components were implanted.